Event description:
It was reported that pump experienced malfunction alarm. There was no reported adverse impact to the customer's blood glucose level. Customer contacted technical support, received instructions for pump reset, successfully reset pump without recurrence of malfunction alarm, was advised to continue using pump, and was instructed to call back if any malfunction code recurred, which caller acknowledged and understood.